Manufacturer narrative:
To date, this lead has not been returned to boston scientific. This report will be updated if this lead is returned to boston scientific for laboratory testing.

Event description:
This supplemental report is being filed to correct information in the additional manufacturer narrative.

Manufacturer narrative:
The lead was received at boston scientific return product department on (B)(6) 2020. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Set screw marks were identified on the is-1 terminal. Cuts and electro-cautery damage were noted on the insulation. The inner and outer conductor coils were extremely stretched near the tip as identified by x-ray. Dried bodily fluid was found in the helix housing and past the lead neck region. Tissue was found on the retracted helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing could not confirm the electrical allegations.

Event description:
It was reported that this health care professional (hcp) contacted boston scientific technical services on (B)(6) 2019. The hcp stated that the patient, implanted with device, feels shocks from this device. The technical service consultant informed the hcp that this pacemaker is not designed to deliver shock therapy. The technical service consultant questioned whether the patient may be feeling pacing stimulations. Additionally, the technical service consultant noted noise on all of the rv electrograms. The device is not sensing the electrogram noise but suggested lead diagnostic testing since the implant was recent (late (B)(6) 2019). The hcp questioned if the lv lead had dislodged but was informed that the lv daily measurements were within normal limits. It appeared that the rv noise may be diaphragmatic in appearance. Considering these events, the technical service consultant suggested lead diagnostic testing to determine if the patient symptoms correlated with certain patient activities or movements. The boston scientific representative was contacted who reported was seen at the clinic. No definitive observations related to lead integrity were observed. No rv capture could be achieved at maximum output. Extracardiac stimulation was eliminated with cessation of rv pacing. Patient isometrics and pocket manipulation did not change the observed rv electrogram noise. The patient was presented back to the electrophysiology laboratory. The rv lead was disconnected from the chronic device and connected to a psa analyzer. No capture at maximum output and low amplitude electrogram noise with variation in amplitude during respirations were identified. This was consistent during testing with the chronic device attached to the rv lead. The chronic rv lead was explanted with no patient adverse effects. Upon removal, there was no obvious physical damage. A replacement rv lead was implanted without difficulty. The physician did not suspect a device setscrew or other connection-related issue. No complications or irreparable injury occurred during the procedure or in the immediate post-procedure period.

Manufacturer narrative:
The patient was presented back to the electrophysiology laboratory. The rv lead was disconnected from the chronic device and connected to a psa analyzer. No capture at maximum output and low amplitude electrogram noise with variation in amplitude during respirations were identified. This was consistent during testing with the chronic device attached to the rv lead. The chronic rv lead was explanted with no patient adverse effects. Upon removal, there was no obvious physical damage. A replacement rv lead was implanted without difficulty. The physician did not suspect a device setscrew or other connection-related issue. No complications or irreparable injury occurred during the procedure or in the immediate post-procedure period. The rv lead was received at boston scientific return product department and is currently undergoing laboratory testing.

Event description:
It was reported that this health care professional (hcp) contacted boston scientific technical services on (B)(6) 2019. The hcp stated that the patient, implanted with device, feels shocks from this device. The technical service consultant informed the hcp that this pacemaker is not designed to deliver shock therapy. The technical service consultant questioned whether the patient may be feeling pacing stimulations. Additionally, the technical service consultant noted noise on all of the rv electrograms. The device is not sensing the electrogram noise but suggested lead diagnostic testing since the implant was recent (late (B)(6) 2019). The hcp questioned if the lv lead had dislodged but was informed that the lv daily measurements were within normal limits. It appeared that the rv noise may be diaphragmatic in appearance. Considering these events, the technical service consultant suggested lead diagnostic testing to determine if the patient symptoms correlated with certain patient activities or movements. The boston scientific representative was contacted who reported was seen at the clinic. No definitive observations related to lead integrity were observed. No rv capture could be achieved at maximum output. Extracardiac stimulation was eliminated with cessation of rv pacing. Patient isometrics and pocket manipulation did not change the observed rv electrogram noise.